Event description:
The customer reported to customer service as follows: "I used pump in style advanced pump multiple times a day for 3 years when I exclusively pumped to feed my son starting in (B)(6) 2009. I developed a yeast infection on my nipples, and even though I constantly cleaned/sterilized the pump my yeast infection didn't go away until I stopped pumping in (B)(6) 2009."

Manufacturer narrative:
Per add'l info provided by the customer on (B)(6) 2012, she exclusively pumped with her first child. The yeast infection had been localized just on her nipples. She was given a topical ointment from her dr to apply, sterilized all components and bottles, but the infection still wasn't going away. The infection began about two months after her child was born and persisted for about six months after she stopped pumping. Customer's baby was diagnosed with a mild case of thrush, which went away fairly quickly and never recurred. Customer was concerned about using the pump again after the infection. The lactation consultant the customer worked with indicated the infection could still be in her system (the customer's immune system) as well. The file was reviewed and the customer contacted by a medela clinician. The clinician sent info on through pump cleaning and preparation for use after the new baby arrives. The clinician concluded the issue was resolved with no permanent adverse effects to the customer. It cannot be definitively concluded that the pump this customer used caused or contributed to the thrush. However, as the pump was in use at the time of diagnoses, a report is being filed. We will monitor complaints for similar issues.